Event description:
A 26mm x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm with little calcification in 2001. The aneurysm and iliac morphology are unknown. The physician inserted a 16mm diameter x 8.5cm length iliac stent graft. It is reported that after the physician turned the deployment handle 2 to 3 times, the sheath broke and the back ring moved on the stent delivery system without exposing the stent graft. The physician removed the device from the patient. Another iliac stent graft was inserted and deployed successfully. The physician deployed the original 16mm diameter x 8.5cm length iliac stent graft outside the patient to see if it would deploy. No additional clinical sequelae were reported and the patient is fine. Medtronic ave received the stent graft delivery system and investigation is pending at this time.